Event description:
International affiliate reports the valve had varying pressure settings when measured using a delivery pipe. The valve was implanted this year in 2000 and removed eight months later.